Manufacturer narrative:
Insulin pump received in with intermittent button response due to corroded keypad traces. A scratched lcd window, cracked reservoir tube lip and a protruded/loose drive support disk was also noted.

Event description:
It was reported that the customer dropped the insulin pump while eating breakfast. The blood glucose reading was 510mg/dl. It was stated that the drive support cap was protruding, but the customer was able to push back in, and currently the drive support is in angle. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.